Manufacturer narrative:
Results of investigation: vyaire received the device and visually inspected the user interface module externally, no signs of physical damaged. Installed the unit into avea test station and attempted to powered unit on to user mode, with software 4.9.0 installed, the touch screen was unresponsive. Powered unit on to service mode, performed touch screen calibration section 7.2 per procedure no: 91192, the unit failed to calibrate. Disassembled unit to thoroughly inspect internal pcb's, cables, and connectors, measured bt1 voltage reading at 3.1 vdc, inverter output voltage measured 342/345 vac. Removed sub-assy user interface module-led display, installed a known good, powered on to user mode, touch screen work correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Technical support recommended touch screen calibration but the screen was inoperable. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported non-responsive touch screen on avea ventilator. The customer reported that there was no patient involvement associated with the reported event.